Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming error 41786. This was a new device. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. No service history was found. Review of event log found error code 41786, which is related to coin battery not charged. Allowed device to charge for 72 hrs. Once device finished charging allowed it to sit for 24 hours to make sure it is maintaining its time accurately. Device has maintained its time and passed all verification testing. Updated software latest version.